Manufacturer narrative:
H3 device evaluation summary (additional part evaluated: one exhalation valve assembly was received for failure analysis. Visual inspection of the returned exhalation valve assembly found that the retaining finger clip was bent forward. The investigation could not determine a cause to the reported event however damage to c55 on the direct current (dc) - dc converter printed circuit board which was previously investigated and reported, could have caused the issue but was not verified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information cannot be provided due to the restriction by the japan privacy regulation. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient with coronavirus, the graphical user interface (gui) and sub screen display for this 980 ventilator went black. It was also reported that the ventilator battery had a red light. The device was available for evaluation. The customer complaint "screen goes off during use" was not confirmed. Service personnel (sp) replaced internal parts breath delivery unit (bdu) power supply, alternate current (ac) power module assembly, battery backplane printed circuit board assembly (pcba), breath delivery (bd) power controller/distributor assembly, mix controller pcba, inspiratory flow (if) pneumatic pcba, bd central processing unit (cpu) pcba, graphical user interface (gui) cpu pcba, direct current (dc) - dc converter pcba, line interface 2 pcba, inspiratory flow module assembly, gui assembly, exhalation valve assembly and 10-32 square clip-on nut. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One inspiratory module, bd power controller/distributor assembly, ac power module, battery backplane pcba, bd cpu pcba, gui cpu pcba, line interface 2 pcba, mix controller pcba, pneumatic interface pcba, usb flash drive, bdu power supply and gui led were received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. One dc-dc converter was received for failure analysis. Visual inspection of the returned dc-dc converter found thermal damage to c55 however the voltage across the capacitor was within specification and the dc-dc board was found to function normally. There is an existing internal investigation to address this failure. The reported condition was not able to be duplicated. The reported failure of c55 was not related to a reported complaint event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient with coronavirus, the graphical user interface (gui) and sub screen display for this 980 ventilator went black. It was also reported that the ventilator battery had a red light. There was no harm or injury to the patient as a result of the event. Although requested, information pertaining to patient intervention has not been provided. Reportability reassessed based on product analysis finding.